Event description:
It was reported that the device stuck on version 1.6 f and would not update to 1.6p. The event occurred during testing. During analysis, it was found that the upstream occlusion (uso) seal had gap between itself and chassis. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. There was no applicable event history and no applicable service history. Visual investigation found the upstream occlusion (uso) seal had gap between itself and the chassis. The uso seal as replaced and the device passed testing criteria post repair.